Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 215 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was at work and could not trouble shoot the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.